Event description:
The customer stated that he was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the report was 167 mg/dl. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement and self tests passed. The customer began taking a new heart medication prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.